Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the batteries in the ventilator need to be charged. The se charged the batteries and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had no power. The ventilator was not in use on a patient at the time the event occurred.